Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the supplier facility and evaluated. The customer reported an issue of the device had blurry image. Per evaluation findings, this complaint can be confirmed. During evaluation, it was found that the outer tube of the endoscope was bent and there were broken optical components inside the optical system of the device. Also, the distal end of the device showed traces of usage such as scratches. The repair activities were carried out to bring the device back to functionality. After repair, the device was found to be working according to the specifications. As per the analysis at the supplier facility, it is the bent outer tube of the device that has caused broken optical components inside the optical system of the endoscope. The broken components have caused the device to give blurry image. The damages observed were caused by applying excessive force on the endoscope by the customer during usage time or due to improper handling. Most probably the device was hit or fell down by mistake. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/18/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer that during knee arthroscopy, it was observed that the hd epscope had blurry image. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.